Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 305 mg/dl. Additionally, the customer reported that the wake button on the pump when pressed responds intermittently. The customer delivered a bolus with the pump to address bg level. Reportedly, the customer stated that the cause of the bg level was due to not eating throughout the day and exercising.